Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had an unexpected drop in battery longevity. The right atrial (ra) and right ventricular (rv) leads exhibited a 50% decrease in pacing impedance. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was decreasing. If information is provided in the future, a supplemental report will be issued.